Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported output problem and subsequent cancellation remains unknown.

Event description:
During a right l3, l4 medial branch and l5 dorsal ramus radiofrequency neurotomy procedure, the generator would not complete the lesion and the case was cancelled with no consequences to the patient. The procedure has been rescheduled.

Event description:
During the procedure, the generator would not complete the lesion and the case was cancelled.